Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported they were unable to connect to charge. Passive recharge was attempted for 30 minutes but did not advance to normal charging/connection. The cause is unknown, but the issue is ongoing. The rep reported they would submit any new information that becomes available. Additional information was received from a manufacturer representative (rep). Patient continues to have in ability to charge implanted device. The ins was removed and replaced on (B)(6) 2024.

Manufacturer narrative:
Product analysis pli# (B)(4) product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins was removed and replaced on (B)(6) 2024. On (B)(6) 2024 the rep noted they will return the device for analysis one they have the packing. On (B)(6) 2024 the device was returned.